Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited large fluctuations in battery longevity estimations. Upon interrogation, it was noted that the pacemaker is on track to meet and exceed longevity estimation. No interventions were made at this time. The patient will continue to be monitored. There were no consequences to the patient.